Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a trellis device. The customer reports he believes the proximal balloon of the t6 caused a perforation to the posterior tibial vein. The customer reports no medical intervention was required due to the fact it is a very small vessel and will heal on its own.